Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. A replacement pump was sent. Customer chose to continue using current pump until replacement arrived.